Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer was assisted with bumped/dropped/cosmetic damage troubleshooting. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the reservoir locking area has cracked off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, cracked reservoir tube and cracked lcd window.